Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated. The joint was loose and the surgeon opted to use a longer insert and head.